Event description:
In 2008, the lay user/pt contacted lifescan (lfs) alleging that her onetouch ultra meter was powering off during use. The complaint was classified based on the conversation the customer care advocate (cca) had with the pt. The pt reported that the alleged issue began the day prior to contacting lfs. On that morning, the pt indicated she attempted to test her blood glucose a few times on the subject meter, but the meter would power off instead of providing a reading after the countdown. The pt claimed because her blood glucose had been running low that week and because she was unable to get a reading, she took 9 units of novolog insulin instead of her normal dosage. Between 9-9:30am that morning, after the reported issue began the pt felt "dizzy and a little sweaty." The pt reported that she treated self by drinking a few ounces of orange juice to relieve the mentioned symptoms. At the time of troubleshooting, the cca discovered that the battery symbol was appearing on the subject meter's display. The pt confirmed she had not replaced the battery. Replacement products were sent to the pt. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.